Event description:
Customer is reporting a general complaint regarding the device has a "shadowing effect from the tip of the blade while intubating a patient". Customer states the view of the vocal cords is compromised by this.no patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer is reporting a general complaint regarding the device has a "shadowing effect from the tip of the blade while intubating a patient". Customer states the view of the vocal cords is compromised by this. No patient harm reported.